Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in their reservoir. Customer's blood glucose was 102 mg/dl. The customer stated the air bubble was the size of the top reservoir. Customer was advised to repeat a fixed prime until the air bubbles were no longer visible. Troubleshooting did not find air in the customer's tubing or any leaks present. It was also found air bubbles did persist after an infusion set change. The customer's infusion set and reservoirs will be replaced. No additional information provided.